Manufacturer narrative:
Analysis confirmed the customer's comment as the output connector assembly and hanger assembly was broken. It was also noted that a capacitor on the main printed circuit board was broken, the lower case was damaged. The display wire insulation was pinched but wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular port connector is broken on the external pulse generator (epg). The device has not been received into service. There was no patient involvement it was further reported that the external pulse generator (epg) hanger required repair. The epg was returned for service.